Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. It cannot be determined which one of the three screws allegedly fractured. Therefore, the screw was reported as unknown and the device information for the three screws provided are as follows: cat# 2030-6525-1; 6.5 cancellous bone screw 25mm; lot# 293377. Cat# 2030-6520-1; 6.5 cancellous bone screw 20mm; lot# 3a7x97. Cat# 2030-6520-1; 6.5 cancellous bone screw 20mm; lot# 8y0mmj. Not returned to the manufacturer.

Event description:
A letter was received from a patient. The patient reported that she had been implanted with a stryker hip implant. The patient further reported that her medical records indicated that her femur was narrow and also that she was reamed with a size 51 reamer. The patient reported pain during exercise since (B)(6) 2016. No pain at rest. All muscles on the right side are sore. Update 03-may-2022: the provided medical records stated the following: "an MRI showed signs of "trochanteritis" and calcification in the area. A CT scan showed possible signs of osteolysis behind the cup. An approximately 15 mm x 25 mm osteolytic area was seen at the cup but no osteolysis behind the cup. One of the three screws in the cup was fractured." Right hip.